Event description:
Information received indicated that the bed's ground resistance is out of specification.

Manufacturer narrative:
The hill-rom technician replaced a worn out power cord. This found during a normal pm.